Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ems staple would not deliver. Another device was used to complete the case. There was no consequence to the pt.